Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation, the rear response button was not functional. As received, the rear response button trace was creased. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation, the rear response button was not functional.